Event description:
It was reported that there was a speaker malfunction error on the screen, and the device was not producing sound. The device was in use at the time of the event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) performed troubleshooting and determined that the speaker needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue.